Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and resumed delivery. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer was able to load a new cartridge successfully. During a routine cartridge change on (B)(6) 2016, the customer was able to load a new cartridge successfully and resume insulin delivery. There was no impact to the customer's blood glucose level.